Event description:
We rec'd an email from a country mgr in the netherlands mentioning that he was directly contacted by a vns pt. The pt mentioned that their optic nerve was affected by the placement of the vns. Pt was first implanted 3 years ago ((B)(6) 2008) with generator # 102 s/n (B)(4) and lead # 302-20 s/n (B)(4), which were subsequently replaced (B)(6) 2011 due to high lead impedance/possible lead fracture. This is reported under file # (B)(4) medwatch number 1644487-2011-00195. Currently, the pt is reporting that their "eye is aching and she has a headache when writing emails", in addition to the report that her optic nerve was affected from the recent revision surgery. No treatment has been reported. The pt reported that they went to an ophthalmologist who told her that the nerve could cure in a few months or a year or never. However, further f/u is recommended with the physician to confirm the diagnosis and cause. At this time all events have been reported by the pt. Further investigation is underway to determine what the event is and if any interventions are planned or have been taken. Another report will f/u upon receipt of further info.